Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient observed a broken heart symbol on the system controller and a lack of the functioning of the controller. The patient reported that the green circle was not working either. The patient was advised to switch to wall power via the mobile power unit (mpu). Once this step was completed the controller began to function properly again and the green circle came on. The patient stated that low flow alarms also occurred at the time of the event. Review of the patient's log files showed 3 low flow events. The patient was connected to fully charged batteries at the time of the event. The low flow alarms resolved while the patient was still on battery power. There were no low flow events when the patient switched to the mpu. Related MFR#: 2916596-2022-10726.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The submitted system controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. The file captured three, transient low flow alarms on (B)(6) 2022. It was noted that the pulsatility index (pi) values were elevated at the time of the alarms. No interruption in pump function was observed; the pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the low flow alarms was identified and was due to the patient¿s intrinsic heart function overcoming the device settings. The patient denied any symptoms during the event. The pump¿s speed was decreased to resolve the issue.